Manufacturer narrative:
Product complaint # 2951250-2020-14784 . Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion with associated ischemic stroke, a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed with the proximal end of the embotrap at the proximal end of the clot, but the physician was unable to withdraw the device from the vessel. It was stated that the blood vessels stretched. The physician guided the cat6 (stryker) distal access catheter to the origin of the m2, but the issue continued. The marksman (medtronic) microcatheter was then advanced over the embotrap to resheath and the devices were withdrawn from the patient. It was then noted via angiography that the clot had embolized to the m3 segment of the mca. The clot was ultimately removed using a 3mm competitor device. It was reported that the cause was ¿the belt like hairpin was from m1 to m2¿. Two passes were made with a 3mm competitor device prior to the introduction of the embotrap; however, no clot was retrieved. The cat6 distal access catheter was advanced to the internal carotid artery (ica) and the marksman microcatheter was guided to the m3. The physician reportedly deployed the embotrap according to the instructions for use (IFU). The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation. A review of the manufacturing documentation associated with lot number 19l134av presented no issues during the manufacturing or inspection process that can be related to the reported event. Withdrawal difficulty from vessel is a known potential procedural occurrence associated with the embotrap ii revascularization device. The embotrap ii IFU cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. The root cause of the inability to withdraw the device from the patient vasculature could not be determined; however, clinical and procedural factors, including vessel characteristics, clot burden, and operator technique, may have contributed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap ii is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Assignment of root cause for the distal embolization remains speculative and inconclusive; however, it appears that the additional maneuvers required to withdraw the device from the patient may have led to the clot migration. The alleged withdrawal difficulty from vessel appears to have led to the distal embolization necessitating an additional pass to retrieve the migrated clot. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion with associated ischemic stroke, a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed with the proximal end of the embotrap at the proximal end of the clot, but the physician was unable to withdraw the device from the vessel. It was stated that the blood vessels stretched. The physician guided the cat6 (stryker) distal access catheter to the origin of the m2, but the issue continued. The marksman (medtronic) microcatheter was then advanced over the embotrap to resheath and the devices were withdrawn from the patient. It was then noted via angiography that the clot had embolized to the m3 segment of the mca. The clot was ultimately removed using a 3mm competitor device. It was reported that the cause was ¿the belt like hairpin was from m1 to m2¿. Two passes were made with a 3mm competitor device prior to the introduction of the embotrap; however, no clot was retrieved. The cat6 distal access catheter was advanced to the internal carotid artery (ica) and the marksman microcatheter was guided to the m3. The physician reportedly deployed the embotrap according to the instructions for use (IFU). The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation.